Event description:
Reportedly, instrument closed on tissue and fired, but could not be opened. Surgeon had to cut it out of the stomach, then hand sewed and used other staplers. Procedure: gastric bypass.